Manufacturer narrative:
The pump passed the active current test, sleep current test and self-test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, normal low battery alerted on 01/20/2026 09:16:00, 01/03/2026 07:54:00 and 12/16/2025 09:21:00 were found in the history files or traces. Battery cycle 4.0 received the lowbatteryalert (104) on 01/20/2026 09:16:00 after more than 7 days at 17.01 days. Battery cycle 3.0 received the lowbatteryalert (104) on 01/03/2026 07:54:00 after more than 7 days at 17.92 days. Battery cycle 2.0 received the lowbatteryalert (104) on 12/16/2025 09:21:00 after more than 7 days at 17.58 days. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case, cracked case-corner of belt clip rails and label damage (stained). Customer did not experience an unexpected power loss of less than 7 days per the pump history. Unexpected battery power loss and blank display were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank display on the insulin pump and was not working. The customer also reported a replace battery now alarm. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was performed and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was partially performed for the blank display as the customer declined further troubleshooting. No harm requiring medical intervention was reported. Mmt-1884l was requested, and the customer's response was that the device will be returned.